Manufacturer narrative:
A delay in the procedure was reported due to the transfer of the patient. The user facility reported when the table became unlocked they would re-lock the table however; the table would not remain in a locked state. A steris service technician arrived onsite to inspect the surgical table and found that the +floor lock linkage required adjustment. When the floor lock linkage is out alignment it can cause the linkage pin to shift and allow the affected floor lock feet to become unlocked and retract. The steris service technician repaired the table, tested it and confirmed the table to be operational. The surgical table was returned to service and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the surgical table became unlocked without being commanded to do so. User facility personnel transferred the patient to a different table and the procedure was completed successfully. No report of injury.